Manufacturer narrative:
A carefusion field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicated the reported issue. The fsr performed the 2k preventative maintenance, replaced two filters, and calibrated the unit. The fsr performed the patient circuit calibration and performance check and the unit meets manufacturer's specifications.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer stated that this unit "shut off" while on a patient and they were able to turn the unit back on after it happened. The customer reported that he has no idea if they ended up swapping the unit out to another 3100a or if they used a different ventilator. The customer also did state that he doesn't think there was any kind of patient harm.